Event description:
In 2005 the PICC was placed. X-ray taken and it showed proper in placement. Pt also has a trachea tube and coughs a lot. In 2005, during treatment, the rn noticed swelling in the pt's neck. Pt was sent for CT scan and it showed the catheter had disloaded and perforated the ij. Pt's status is okay because they caught it early.